Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm was received. The pump is for demonstration purposes and is not being used for insulin therapy; therefore, there was no customer blood glucose (bg) impact.

Manufacturer narrative:
(B)(4).

Event description:
Pump is a non-human use device. Device is for training purposes only. Pump does not have the capability to deliver insulin and there is no potential of adverse impact. Therefore, MDR reportability is not applicable.